Event description:
Mapping catheter and after the end of ablation at superior vena cava (svc), when octaray was pulled out of the patient's body, a small char was confirmed to be attached. The qdot micro catheter was also checked but no adhesion was confirmed. During svc ablation, there were two ablations conducted with qdot micro catheter close to the octaray spines. The char was wiped off and the procedure was continued under the physician's judgment, and the patient returned to the room as scheduled. Anticoagulation therapy was performed, and the activated clotting time (act) value was more than 300. The system did not present any error messages nor did the physician/user see any product problem. No adverse patient consequence was reported.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31207875l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).